Manufacturer narrative:
The insulin pump powered up properly after battery installation. No flashing display or audio alarms noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The adapt graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert, low battery alarm, or power loss alarm noted during testing. The insulin pump was received with stained keypad overlay, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery power loss. Unexpected battery power loss was not resolved with multiple new batteries. Insulin pump was flashing and beeping. No harm requiring medical intervention was reported. The device will not be returned for analysis.